Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-apr-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the user likely experienced irregularity in operation due to handling. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "3.3 inspection of the endoscope: inspection of the forceps elevator mechanism. Perform the following inspections while the bending section is straight. 1 straighten the bending section. 2 move the elevator control lever slowly all the way in the opposite direction of the ¿u¿ direction. 3 while observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4 confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. (See figure 3.22). 5 move the elevator control lever slowly all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly. Note: in rare cases, the elevator control lever can move further in the ¿u¿ direction after the forceps elevator is completely raised for more effective locking of the guidewire. In this case, more resistance may be encountered when operating the elevator control lever. This does not indicate a malfunction." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) workshop for evaluation, but has not yet been returned. The head of endoscopy at the user facility requested proper inspection of the device as the reported event could cause serious problems if it occurred during the cutting phase of the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the physician that during the endoscopic retrograde cholangiopancreatography (ercp), the angulation of the bending section moved independently of the angulation control knob when the endoscope was stressed. The user replaced the device to another device for preventative reasons and completed the procedure. The procedure was delayed by nearly 5-10 minutes due to device replacement. There was no report of patient injury associated with the event.